Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up for the procedure, the probe tip on the thunderbeat device was broken off. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to document the findings and conclusions of the legal manufacturer's final investigation into the reported event. Additional information: d4, d9. The affected device was not returned to olympus america inc. For physical inspection. As a result, the reported malfunction, specifically, a broken probe tip, could not be confirmed through direct device evaluation. Based on the findings of the completed investigation, and in the absence of the returned device for physical examination, a definitive root cause for the reported event could not be established. No conclusive determination regarding the failure mode or contributing factors could be made. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.